Event description:
On (B)(6) 2010, while on a raft trip in the (B)(6), I fell and broke my left ulnar and radial bone. I was taken to (B)(6) medical center where the diagnosis was made and was then referred to (B)(6) center for bone and joint disorders. On (B)(6) 2010 I had surgical placement of two six hole stainless steel orthopedic plates one on each of the two broken bones. I stayed in (B)(6) resting three more days then returned to (B)(6) where I had a full-time primary care practice. I was recovering uneventfully until the morning of (B)(6) 2010 when I woke up with pain at the ulnar side of the arm, it was a monday, my off day, and I stayed in bed as still as possible but by mid afternoon, the pain became unbearable and I was taken to the emergency room of the hospital for joint diseases in (B)(6), there a broken ulnar plate was diagnosed. On the x-ray, the failure was evident and also noted was the placement of one of the two middle screws directly over the fracture. I insisted on recovering the plate and I still have it with the six screws. On examining the plate, I noticed that I identified as three possible and probably correctable defects of the plate. The first was that the holes seemed too large leaving too little metal to support the structural load required of such plate. The second obvious defect was that the six holes are all equidistant and a space in the middle should be present to be over where the fracture would be accommodated. The third defect has to do with this specific plate design: the peri-loc system designed by the company: smith and nephew, where the screws not only screw to the bone but the head of the screw has mechanical grooves that tighten to the plate regardless. The wood screw part of screw has tightened to the bone or not therefore giving the surgeon the false impression of a tight union when there isn't. I don't know if a post-op x-ray was done or not, so as to clarify if the plate failure occurred intra operatively or at a later occasion raising the possibility that only one side failed first and on normal movement the other side failed later. Event abated after use stopped: yes.